Event description:
It was initially reported on (B)(6) 2013 that the patient had an altered mental status as a result of a drug side effect. It was said there was no issue with the pump. The pump was used to deliver prialt at 2.5 mcg/day. As of the date of this report it was stated that a side port study was attempted and they were unable to aspirate. Patient has to visit the healthcare provider (hcp) for evaluation and a likely revision. It was later reported that the they were unable to aspirate through the catheter access port (cap) post implant although able to aspirate through the cap once the connection of the catheter and pump were complete during the implant. The revision was scheduled for (B)(6) 2013. A follow-up report will be sent when additional information becomes available.

Event description:
Per reporter they've checked the catheter twice and all was fine. As of this date they worked on the case and all was fine, but don't know what caused issue. Non issue at this point.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that prialt was added a few days prior to the revision. After the revision, there was only dilaudid 5 mg/ml at 3.28 mg/ day was in the device at the time the issue started. The physician did not believe the patient was ever getting the medication because of the catheter issue. The revision consisted of the doctor cutting and reconnecting the catheter. He was able to get flow but after closing up he was unable to get good flow so it was decided to go in again once the patient healed. A date had not been set but it will not be until the end of the month due to scheduling and the patient not knowing if or when he wants to revise, per reporter. The patient is getting some relief but not as much as he should be.